Event description:
During our nicu patients parenteral feedings and primary IV line assessments, the clinicians found leaking at the inline 0.2 micron filter assembly at the air vent valve section of the filter. This filter is located approx. 35cm proximal of the primary sets infusion cassettes. Leaking at the 0.2 micron filter has been reported in previous medwatch reports from this facility. In this current medwatch there were 5 reported incidents of leaking filters. All reported primary sets were of the same reference and lot number. As our policy the sets were removed intact along with the product labeling cover to identify by ref and lot number for manufacturer analysis. The sets were sequestered and set to biomedical for reporting. Biomedical has 26 reports logged identifying these events with leaking 0.2 micron filters. Biomedical is also awaiting the manufacturer report of the recent events that go back to (B)(6) 2018. The manufacturer has provided our facility the same product in different lot number to determine if additional failures occur. All 5 of primary sets involved in this report has occurred within the last 21 days. Manufacturer response for primary infusion set, filtered., primary plum set (per site reporter). This is an ongoing investigation. Manufacturer has provide replacement product. This current lot of failures has occurred in last 21 days.